Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter stated that there was visible moisture behind the display and denied physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: moisture was observed behind the display along with a dim, fading, reddish screen. The pump failed a leak test due to a case seal leak near the display lens at the top right corner. The pump case was removed and no further moisture was observed internally.